Event description:
Reportable based on device analysis completed on 09june2022. It was reported that the device failed to cross the lesion. A 12 x 3.00mm promus premier select stent balloon expandable device failed to cross the 85% stenosed, mildly calcified and mildly tortuous right coronary artery. The device was removed without patient complication. However, analysis of the device revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a p select ous mr 12 x 3.00 stent delivery system was returned for analysis and the following attributes were examined: stent profile: a visual examination of the stent found mid stent damage with struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple kinks. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.